Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, multiple false pause and bradycardia episodes due to signal dropout and loss of sensing was noted. The patient presented in-clinic where programming changes were made. The patient was stable before, during and after programming.